Event description:
It was reported that the metal tab on top of the punch broke off. The pieces were removed from the patient. No injury was reported.

Manufacturer narrative:
One 72202756 biosure 9-10mm dilator returned. This is a ten year old reusable instrument. The complaint stated: "it was reported that the metal tab on top of the punch broke off. The pieces were removed from the patient. No injury was reported." The dilator impactor foot is absent. There is a portion of dilator shaft has been broken at the proximal end of the handle. This piece was not returned. The delrin handle has been quite gouged and scratched from repeated uses. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. Further investigation is not warranted at this time. The delrin shows material etching. The condition consistent with use of incompatible cleansing agents. Low sudsing neutral 6.0-8.0 ph, enzymatic detergents are recommended". The deterioration occurs with incompatible cleaning agents. The etching contributes to material degradation and potential loss of integrity of the handle. No root cause related to the manufacturing process was established.